Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. There was no adverse impact to the customer's blood glucose level. Tandem technical support reviewed the cartridge loading steps with the customer. Reportedly, customer was able to load the cartridge and resume pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.